Event description:
Patient called lfs in 2002 alleging that their meter would not power on. Medical affairs specialist spoke with patient in 10/2002 and they explained that the meter would not power on for two days. Pt reported that they are on a sliding scale and had to guess on their insulin dosage for two days. Pt took insulin at 1:00 pm and around 2:00 pm started feeling light headed and sweaty. Pt could not obtain a blood glucose reading and decided to go to the ER on their own. At the ER the blood glucose device read "209 mg/dl". Pt was given 10 units of insulin and released later that day. Pt could not recall the last time they changed the batteries, however, the meter never signaled the low battery symbol. The customer service representative walked the pt through checking that the batteries were good and they were correctly installed (positive + side up). The meter was replaced because it would not power on.